Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) operated on a patient for what seemed to be a bursitis. Once opened, he noticed a large mushy pocket of liquid. After cleaning this, he noticed a poly that was kind of soft, not normal looking on the rim. He easily removed it, and noticed a piece of poly still at the bottom of the cup, like a delaminated part of the poly. The bottom part of the poly, exterior part, was yellowish. He cleaned everything, removed the head, verified that the cup was stable, which was the case. He implanted a new poly and new head. He has never seen in is 35 years of career such a situation. I am joining pictures of the poly after extraction. The poly was sent to pathology with samples of tissues. As of this morning, the results showed no infection. I will be able to recup the poly next week. The patient asked the surgeon if this was a product defect...... Surgeon said he didn't know. I have asked the surgeon more details on the patient, which normally are not given as per (B)(6)privacy law, and he has given me the following as this is not a basic revision for wear or ... The patient is (B)(6), male. (B)(6). No know problems other than little high pressure. Primary surgery done on (B)(6) 2014. (B)(6). The surgeon also mentioned that the first 2 years were fine, but in the last 2 years he complained of pain in his hip. In those last 2 years, he was injected cortisone 3 times into his hip.... All the details I have for now. Patient consequence? :yes. Patient consequence description:revision of poly and head. Action taken for procedure:replaced poly and femoral head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the femoral head associated with this report was not received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.